Event description:
During a phacoemulsification procedure, the phaco machine reportedly shut down and resulted in a broken capsule in the operative eye. The surgeon elected to use a different machine to perform an anterior vitrectomy. A posterior chamber lens was implanted in the sulcus. A suture was used to close the incision site. Machine reportedly exhibited an error at the time of shut down. The pt required secondary surgery due to retained nuclear fragment.

Manufacturer narrative:
The phaco system was evaluated at the customer location by an amo service representative. The results of the evaluation confirmed the error code and shut down, however, the service technician was not able to reproduce this event. Due to the error that occurred at the time of the shut down, the hard drive was replaced for isolation purposes. Other: vacuum calibration required.